Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was 40 mmol/l. The customer¿s current blood glucose value was 16.4 mmol/l. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose in hospital. The insulin pump auto mode was on at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complication were reported.